Event description:
The user facility reported that the operation was a percutaneous coronary stent implantation. After the stent was placed, an angio-seal device was used for hemostasis. After the surgeon inserted the main body of the angio-seal into the sheath tube, it was found difficult to push. After several attempts failed, the surgeon completed the operation by manual compression. The patient's condition was stable after the operation. There was no blood loss.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: contact: requested, unknown. E1: telephone number: requested, unknown. E3: occupation: requested, unknown. The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. Although the sample was not available for evaluation, one photo of the complaint device was provided, and the hemostasis sheath and carrier tube were identified. The device was found to have been in used condition with visible signs of blood. The carrier tube and hemostasis sheath were not fully connected and not fully rear locked and the tip of the carrier tube assembly bent. No damage or issues were identified. The complaint can be confirmed for a sheath and carrier tube assembly issue. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).